Event description:
The customer's spouse called to report that the customer was hospitalized for high bgs. It was stated that the customer is being treated with insulin drip. The pump passed the self-test. However, the pump did not alarm during the high-pressure test. The set was changed, but the pump still did not alarm as supposed to. Advised the contact to keep the customer on back up plan.